Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead (B)(6) 2000, 305c21 porcine aortic heart valve (B)(6) 2005. (B)(4).

Event description:
It was reported by remote transmission the atrial lead was under sensing during an atrial arrhythmia. The lead is still in use. No patient complications were reported as a result of this event.